Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that there was an issue with the bd interface (cce). The technical support specialist (tss) identified that the cce was affected by a known memory issue that had been observed at times. Over time, the cce service responsible for communications developed a memory issue, which caused communications to slow or stop. The approved utility restarted the services twice weekly to proactively prevent this issue from occurring. The tss observed that pieservice.exe was using 1.5 gb of memory, along with gprc errors and stuck queues, which confirmed the application of the known solution described in the knowledge article ¿cce stops processing messages - not enough storage is available to process this command.¿ the tss truncated the tracing database, restarted the services, and restored normal communication, with scheduled maintenance put in place. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all patient was not crossing over to all station. Patient data may not be current, patient interface problem for 20 minutes" & "patient orders may not be current: order interface problem for 20 minutes. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.